Event description:
Overdelivery reported: it was reported that the pump was programmed to deliver an unspecified amount of nipride on line b and an unspecified amount of IV hydration on line a. The risk manager was uncertain weather line b was in the intermittent or continuous mode of delivery. It was reported that line b began to deliver in a "bolus fasion" resulting in an overdelivery. The physician was notified, no orders were rendered. Though requested, there is no information related to adverse patient effect or any other specific information available.